Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced into the nozzle area and has underrode the lens. The lens is partially within the lens loading area. The optic and leading haptic are positioned on top of the plunger. The trailing optic portion is folded under the optic. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger underride was observed. The lens was partially advanced, still within the lens loading area. This may have been interpreted as the reported complaint of "defective". The root cause could not be determined. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a delivery system as being "defective". There was contact with the patient but no reported harm. Surgery was completed with back up product. Additional information was requested.